Manufacturer narrative:
Visual evaluation of the returned device found the feeding and medication port open but with the c-clamp closed. The external bolster was located at the 15 cm mark and was without issue. The internal bolster was found to be torn and separated from the device. Remnants of the bolster remain on the end of the tubing and distal end of the tubing presented no tearing. An examination of the internal bolster found the inner diameter surface to be torn and presented evidence of failure while undergoing shear force. It appears that the internal bolster had been securely molded to the tubing. The reported event of bolster detached separated was consistent with the investigation results. Based on the gathered information the issue was noted during preparation and while outside the patient. Therefore, the most probable root cause of "handling damage" is selected for the complaint. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. Procedure date is unknown. According to the complainant, during preparation outside the patient, when the tip of the obturator was inserted into the anchor pocket and slightly extended, the internal bolster detached from the tube. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. Procedure date is unknown. According to the complainant, during preparation outside the patient, when the tip of the obturator was inserted into the anchor pocket and slightly extended, the internal bolster detached from the tube. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.